Event description:
The diabetes nurse educator called to report that the customer was treated by the paramedics. Prior to the event, the customer was receiving the back pressure sensitive alarm. It was indicated that the customer was removing the reservoir out of the pump while still connected to the set. This resulted in overinfusion which caused the customer low blood sugar levels. It was reported that the customer is legally blind and has difficulty troubleshooting the pump. The nurse educator conveyed that she will work with the customer on how to respond to this alarm and other insertion areas to be used. The pump passed the testing for this particular alarm.